Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented into clinic for follow-up when post paced t-wave oversensing was observed. The patient was asymptomatic. The device was reprogrammed during the device check.

Event description:
It was reported that an asymptomatic patient presented in clinic after notifier was delivered non sustained lead noise. Myopotential oversensing is suspected. Programming changes were made.